Event description:
It was reported that the transmitted was not bilking when connected to the sensor. The customer removed the sensor and noticed the cannula was missing. Customer was advised to go to the doctor to get the site checked out. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.